Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing.  Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: after suffering a fracture, the patient continued to have pain and was revised on (B)(6) 2021, as a pseudotumor was also noted on the MRI. Within the joint, trunnionosis and corrosion was found and the pseudotumor resected. All zimmer products explanted for stryker products. A definitive root cause cannot be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Item number 00875705001 item name shell with cluster holes porous 50mm o.d. Size hh for use with hh liners lot # 61933570. Item number 00875200932 item name liner elevated rim 32 mmi.d. Size hh for use with 50 mm o.d. Size hh shell lot # 61931600. Item number 00875700001 item name dome hole plug single pack uncemented lot # 61998844. Item number 00625006535 item name bone scr 6.5x35 self-tap lot # 61623831. Item number 00625006520 item name bone scr 6.5x20 self-tap lot # 61579443. The device will not be returned for analysis as location unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2021 - 00304.

Event description:
It was reported by patients¿ legal counsel that the patient underwent a right hip procedure. Approximately one (1) year prior to revision it was noted the patient had an acetabular fracture which healed uneventfully. The patient later experienced pain and was revised 9 years post implantation due to trunnionosis and pseudotumor. Attempts have been made and additional information on the reported event is unavailable at this time.